Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that, the infusion set was getting loose at the quick release and it was noticed while going to the toilet no further information available.